Manufacturer narrative:
The customer¿s report of an unexpected rate change resulting in an over-infusion was confirmed in the pcu event log.. Only the device logs and customer dataset were received for investigation. Analysis of the pcu event log shows pca module s/n (B)(4) was initially programmed to infuse a continuous only infusion of hydromorphone sq 1x 25mg in 25ml (drugid 91) at 11:53 am on (B)(6) 2019. The concentration was 1mg/ml. The user entered 2.3mg/hr for the continuous dose, making the rate 2.3ml/hr. The ¿unexpected¿ rate change occurred at 10:03 am on (B)(6) 2019 when the user programmed the pca module to infuse a continuous only infusion of hydromorphone pca 0.2mg in 1ml (drugid 90). The concentration for this selection was 0.2mg/ml, so when the user entered 2.3mg/hr for the continuous dose, the rate was now calculated to be 11.5ml/hr. The volume recorded as being infused during this period was 69.9555ml. The root cause of the customer¿s report of an unexpected rate change resulting in an over-infusion was due to user programming. No device was returned for investigation.

Event description:
The customer reported that a pca continuous infusion of hydromorphone (25mg/25ml syringe) was programmed to infuse at 2.3ml/hr and verified by 2 rns. After approximately 2 hours of infusion the pump alarmed for an unspecified reason and the clinician noted the rate was set at 11.2ml/hr. The rn stopped the infusion and clamped the line. There was no harm to the patient however vital signs were checked every 30 minutes until the medication was restarted.